Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the display screen was dim and discolored. This report is made based on the results of evaluation completed on 09/04/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/04/2014 with the following findings: the pump battery compartment was found to be cracked from the compartment threads to the case seal. The battery cap was inserted and the pump was found to power on appropriately during testing. The pump display screen was noted to be dim, fading, with a reddish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(6).